Event description:
It was reported that a small volume folfusor had white particulate matter. The device was filled with fluorouracil 4450mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b046 was manufactured from february 25, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter floating in fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.